Event description:
The investigator reported the patient experienced dysarthria in 2003 "with and without stimulation"; the stimulator "parameters" were changed. The patient experienced dysarthria in 2006 "only without stimulation"; the intervention was reported to be "explant of component" (it was unclear if the system was explanted). The status was reported as "permanent". The severity of the event was classified as "moderately severe" and the cause was reported as definitely related to the system components.